Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with bearings on the driveshaft, a bad coupler on the rotor, and a bent prong on the motor, which were each replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during an impaction procedure. There was no reported pt or user injury, and the case was completed successfully.